Event description:
It was reported that the patient developed a pocket infection and had the entire pacemaker system removed. The extracted system included two boston scientific leads. The right atrial (ra) lead was previously capped on (B)(6) 2013 and the right ventricular (rv) lead was still in use at the time of the explant. The physician did not allege the infection was caused by the pacing system. The entire system was replaced with a leadless pacemaker. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5170735.